Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jah770, batch # jah923, batch # jar711, batch # jbj607, batch # jca013, batch # jcj541, batch # jdh499, batch # jdj384.

Manufacturer narrative:
It was reported that the patient underwent distal gastrectomy on (B)(6) 2015 and topical skin adhesive was used at the small incision part of abdominal wall. The operative field was sterilized with isodine (povidone-iodine) and sodium thiosulfate alcohol. A dressing was not used in combination. On (B)(6) 2015, the patient experienced redness, swollen tissue and bleb was found near the topical skin adhesive application area. The surgeon opined that the inflammation was induced by the topical skin adhesive and the patient was not sensitive to formaldehyde, cyanoacrylate and was non-allergic. It was reported that the patient¿s symptoms were regional, wet and formed pus and there was no patient infection. The patient was prescribed rvg (rinderon -vg) ointment and it was reported that the patient was well. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch # jah770, mfg. Date: 01/22/2015, exp. Date: 12/31/2016.batch # jah923, mfg. Date: 01/23/2015, exp date: 12/31/2016.batch # jar711, mfg. Date: 01/16/2015, exp. Date:12/31/2016. Batch # jbj607, mfg. Date: 02/20/2015, exp date: 01/31/2017.batch # jca013, mfg. Date: 03/31/2015, exp. Date: 02/28/2017.batch # jcj541, mfg. Date: 03/19/2015, exp date: 02/28/2017.batch # jdh499, mfg. Date: 04/15/2015 exp. Date: 03/31/2017.batch # jdj384, mfg. Date: 04/22/2015, exp date: 03/31/2017.

Event description:
It was reported that the patient underwent a distal gastrectomy procedure on (B)(6) 2015 and topical skin adhesive was used at the small incision part of abdominal wall. After applying the adhesive, redness, swelling and blister appeared around the applying part and skin inflammation occurred at the applying and surrounding areas. The operative field was sterilized with isodine (povidone-iodine) and sodium thiosulfate alcohol. The dressing was not used in combination. There was not infection on the patient. Rvg (rinderon -vg ) ointment was prescribed. The surgeon opines that this inflammatory reaction is caused by the topical skin adhesive and the patient was not sensitive for formaldehyde, cyanoacrylate and non-allergic. It was also reported that the symptom is regional, wet and formed pus. Additional information has been requested.